Event description:
Impella cp was inserted via the femoral artery in a 59-year-old male patient for ami/cgs. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as stage d scai shock stage. There was a slight ooze that resolved with manual pressure and while on support the patient was started on levophed for hypotension. The patient was successfully weaned and explanted.

Manufacturer narrative:
No product was returned for investigation. Minor bleed: insertion site noted to have bleeding. The cause of the bleeding is determined to be use issue due to patient movement because the bleeding was noted after transferring to ICU and managed bleeding issue by placing femstop. Device passed all post sterile inspection checks.